Event description:
It was reported by the customer that a pyxis medstation system profile mode does not synchronize with the server. The customer reported that station is currently in profile mode and is unable to eliminate any medications that have not been prescribed. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. The following fields have been updated with corrections/additional information: b5, g1, h6 and h11 a review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 28-nov-2022 to 27-nov-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station in profile mode does not synchronize with the server. A technical support specialist confirmed that issue resolved by customer. The system functioned as intended after the customer resolved the issue.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, that the station in profile mode does not synchronize with the server. Conformed that issue resolved by customer. The system functioned as intended after troubleshooting.

Event description:
It was reported by the customer that a pyxis medstation system profile mode does not synchronize with the server. The customer reported that station is currently in profile mode and is unable to eliminate any medications that have not been prescribed. There were no adverse events or injuries reported based on this incident.